Event description:
During a pacemaker replacement, a low impedance was observed on the ventricular lead after suturing. In addition, atrial lead connection failure was also found out, thus the device was explanted to check. The pacemaker was connected to the leads again, and ventricular lead impedance was still abnormally low. Check was performed twice, but impedance did not change. During re-intervention, the ventricular lead could not be disconnected because of failure of loosing the screw (the screw driver did not engage on the set screw). The pacemaker head was destroyed by surgical tool, but the lead was still stuck in the head. The lead was then cut and the pacemaker was returned for analysis.

Manufacturer narrative:
January 21, 2010. This event concerns a device that was manufactured and used outside the united states. Conclusions: the origin of the event is more like a lead issue and a lead-pacemaker connection issue. (B)(4). Conclusion: although the device was returned without it's connector head and with the ventricular part of the connector head still connected to a lead portion; the electrical tests performed on the device upon reception confirmed that the main electrical characteristics of the returned device were within specifications; the reported event was more likely related to a lead issue and to a lead-pacemaker connection issue; visual inspection of the returned elements (pacemaker, lead portion with part of the ventricular connector) showed: deep damages on the distal ventricular setscrew of the connector head of the device. The setscrew was most probably damaged and rounded with the screwdriver during screwing/unscrewing operations, it could explains the difficulties to unscrew the ventricular lead during re-intervention; the lead portion showed evident default of isolation between the bifurcation of the vdd lead and the connector tips. Intervention and re-intervention could have contributed to accelerate the isolations default. The most probably explanation for the reported event of a low impedance on the ventricular channel is that the damages found on the lead itself could easily create a low impedance when re-inserted in the pocket in presence of blood. Concerning the atrial lead connection failure reported, the atrial part of the connector was not available, but it is probably due to the same cause (damages and default of isolation found on the lead portion).